Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating and subsequently shutdown. The customer's blood glucose level was approximately 400 mg/dl. Reportedly, the customer continued using the pump for insulin therapy, but also had manual injections available.